Event description:
During review of the vns programming history, it was found that a programming anomaly occurred on (B)(6) 2008. Although the settings were re-programmed at the end of the visit, not all of the settings were adjusted.

Manufacturer narrative:
.